Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention to replace their scs ipg for an unknown reason. Further information will be provided as it is made available.

Manufacturer narrative:
A recharge burden issue was reported to abbott. Ipg required more frequent charging. However, it did provide 24 hours of therapy between charges. Ipg was explanted and replaced, but not returned for analysis. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, that the patient was experiencing a burden recharging their device. So the patient elected to replace the device, before the device lost therapy. It was reported, that the patient underwent surgical intervention. Where in the scs ipg was explanted and replaced to address the issue. There is no allegation, that the device was operating out of specification. And is no longer considered to be a reportable adverse event.